Manufacturer narrative:
Depuy spine has requested return of the inserter for evaluation. A follow up medwatch report will be submitted upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Examination of the returned device found the threaded tip of the inserter had broken off and remains within the concomitant device trial. The inserter was tested for and met hardness specification requirements. The inserter was manufactured in march 2002, has been in service for approximately ten years, and, based upon its overall worn appearance, has been heavily used. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. No definitive conclusions can be made. However, tip breakage is indicative of material fatigue, the result of wear from heavy usage over an extended period of time. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports that during an alif case, while trialing the disc space using the anterior I/f cage inserter and trial, the distal tip of the inserter broke and caused vascular injury. It was reported that there was significant blood loss as a result of injury from the broken tip. The surgeon consulted with a vascular surgeon to repair the injury. Once repaired, the surgery proceeded as planned. The trial was retrieved from disc space with kocher forceps and a second inserter was available to complete the procedure. Surgery was delayed by approximately 90 minutes due to the vascular injury. The patient has been discharged from the hospital.